Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient swam with the infusion device and she noticed dampness under the display. The following morning she woke up and her blood glucose level was elevated over 300 mg/dl. She attempted to correct the elevated level with the infusion device, but it was not successful. The patient went to her diabetes specialist where she required an injection of insulin for treatment. The device was requested to be returned to investigate the delivery accuracy.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.